Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03n5q, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a metal detector at a warehouse turned off a patient's device. As the patient was walking through the warehouse they stopped feeling stimulation and had a return of symptoms (incontinence). When the patient left the store through the security gate they felt a "jolt" or shocking sensation. The patient checked their implantable neurostimulator (ins) when they got home and they did not see the "lightning bolt" icon. The ins was off. Then the patient then turned it on and felt stimulation. It was stated that the patient changed to a new program because the previous program was "hurting" the patient due to stimulation being too strong in the buttocks area. It was noted that the new program was "fine and working the way it should." It was reported that therapy has caused the patient "severe" constipation since implant. It was stated that therapy has helped the patient with their back pain as well as incontinence. Further information has been requested. If more information becomes available, a follow up report will be sent.